Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through edwards japan affiliate, after a tf tavr with a 20mm sapien 3 valve in the aortic position, a paravalvular leak was noted. After post dilation, a complete atrioventricular block (cavb) was observed. After removal of the guidewire, aog revealed aortic regurgitation (ar). Tee revealed that one of the leaflets was not moving and a moderate or higher transvalvular leak was noted. It was determined that the valve was stuck and the decision was made to perform valve in valve procedure. After the valve-in-valve procedure, a temporary pacemaker was reinserted from left inner diameter vein and the transvalvular leak was decreased to mild. Post extubation, the patient left the operation room under temporary pacing.

Manufacturer narrative:
Additional information received through edwards japan affiliate, eventually the patient returned to her own pulse and no permanent pacemaker implantation was required. The device was not returned for evaluation, as it remains implanted in the patient. An image review was performed as the imagery was reviewed, and it is not relevant to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to confirm due to unavailability of relevant imagery/medical report. A review of the device history records did not indicate any manufacturing nonconformance that could have contributed to the reported event. A technical summary was written by edwards lifesciences to capture the cause of regurgitation that varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flow testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. This technical summary was applicable for this case because the valve was over expanded during the valve deployment. Post-dilation with extra volume could lead to over expanded valve, which could over stretch on the leaflets resulting leaflet motion restricted in patient in patient and central regurgitation. As such, available information suggests that procedural factors (over expanded from post-dilation) may have contributed to these events. And the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards defect was identified, no corrective or preventative action nor product risk assessment escalation is required.